Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. The pt stated that he awoke at 04:30am on the day of the incident, sick and vomiting. His blood glucose was "high". He was brought to the hosp where upon admit her blood glucose was 520mg/dl. He was treated with IV fluids, and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.